Manufacturer narrative:
Gtin/UDI number for item 8100adxen917 sn (B)(4) is (B)(4). No product will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of cybarabine completed 3.5 hours earlier than expected. There was no patient harm.